Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode, due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. A device firmware download was successfully performed. Upon interrogation, the pulse generator entered backup vvi once again. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.